Manufacturer narrative:
D1: updated the brand name. D9: updated the devices return information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 59-year-old male patient presenting with cardiomyopathy, scai shock stage d. The patient¿s comorbidities were unknown. The placement-signal (ps) curve dropped to 20/-7, raising suspicion for sensor failure. Further ps signal failure was noted, although the pump continued to function appropriately. The care team elected to exchange the pump. The impella 5.5 was successfully replaced with a new device without complication. The original pump was collected for evaluation. The patient was reported to be doing well, and no harm occurred. The reported events are placement-signal issues, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated d9 device returned to manufacturer. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue is material wear of the sensor face about 40 days into support which is within the intended design life of impella 5.5 according to dtm -0550-9900. The cause of the injury cannot be established due to limited clinical details provided.